Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion being treated was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The 12mm x 2.25mm quantum maverick balloon catheter was advanced to the lesion and on the first inflation it ruptured at 20 atms after 10 seconds. The device was successfully removed intact from the patient and the procedure was completed with a 2.25 x 8mm quantum maverick balloon catheter. No patient complications were reported and the patient's status is good.